Event description:
The following information was received by baxter global pharmacovigilance (gpv) and is a report from a doctor from (B)(6) received through a baxter sales representative. It was reported that in (B)(6) 2009, the patient received a peritoneal catheter implantation and began peritoneal dialysis (pd) therapy for an unreported indication. On an unreported date, the patient was hospitalized for peritonitis after using the dianeal pd4, g-1.5%, twin bag (batch number unknown). The patient received remedial treatment with antibiotics (details unknown) via intraperitoneal (ip) drip. On unreported date, the patient was discharged from hospital. The outcome of the peritonitis event was unknown. The reporter stated that the peritonitis was possibly related to the dianeal solution but was more likely related to the pd procedure and the patient's own condition (unspecified). No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique. The complaint is confirmed because the nurse reported the patient experienced peritonitis due to a breach in aseptic technique. The assignable cause was not determined. A label review was performed. A direction insert provided with the product includes: warnings to use aseptic technique when performing the therapy. The insert also warns that contamination of any portion of the fluid path may result in peritonitis. It instructs, do not use if tip protectors are not in place and that the automated pd set is intended for single use only. Directions state that when preparing the disposable set, starting therapy, adding medication during therapy, and ending therapy, patients are instructed to "use aseptic technique." The patients are also instructed to put on mask, clean and/or disinfect hands as per local clinical practice guidelines and training. Additionally, the directions include step by step instructions to ensure unused clamps are closed, that the luer connections are secure, and the patient line is properly primed before starting therapy. Current labeling provides ample instructions related to prevention of the suspected use errors in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved potential use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.